Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump when the customer attempted to reactivate it after having suspended the pump. There were no numbers ramping up and the scroll bar was not moving without input. The minutes were advancing on the screen the customer's blood glucose level was 8.0 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.